Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 31-jul-2018 with the following findings: during investigation, moisture was found behind the display lens, and in the battery compartment. The battery cap was not returned. The battery compartment was cracked above and below the bumper pad. The test cap was able to attach to the pump. The pump was unresponsive with no vibratory or auditory alarm, with a blank display screen. The leak test failed due to a battery compartment leak. The pump cover was removed to find moisture ingress was on the printed circuit board and internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump had not power and that there was moisture in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.